Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported possible under delivery anomaly, physical damage to insulin pump. Customer reported blood glucose value of 16 mmol/l. Customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed for high blood glucose. The customer noticed crack under belt clip during troubleshooting. Troubleshooting was also performed for damage to the pump, and the damage was found to be affecting the functionality of the insulin pump. Customer was instructed to revert to backup plan per health care professional instructions. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1885 was requested and customer response was that the device will be returned.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2025, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 32.9 u. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails, cracked keypad overlay, scratched case and minor scratched lcd window. In summary, pump passed all required testing. Unable to verify customer complaint for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump under delivery was not confirmed. Cosmetic damage was confirmed on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.